Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that three xience v stents were implanted on (B)(6) 2011; one 2.75x28 in the proximal left anterior descending coronary artery (lad), one 2.25x18 in the first diagonal coronary artery and one 2.5x28 in the proximal left circumflex coronary artery (lcx). On (B)(6) 2015 the patient experienced unstable angina for 12 hours. Additionally, creatinine kinase-myocardial band (ck-mb) was elevated less than 2 times the normal upper limit. Isosorbide 5-mononitrate and atorvastatin were given. The patient was in the hospital until (B)(6) 2015 when the condition was considered resolved. There was no adverse patient sequela. No additional information was provided.